Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during user inspection, the cardiosave intra-aortic balloon pump (iabp) units automatic filling was not possible. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. All equipment leak tests passed without any problems. There was no problem with the equipment, but there was a problem with the test balloon used in the hospital. There was no problem with the device, so it was returned to the hospital. Conducted operational inspection based on inspection record sheet.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).